Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump battery would not charge and pump eventually shut down, with power source alert and shutdown alarm appearing prior to loss of power. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed outlet was working, then left wall adapter plugged into outlet for at least 30 minutes, after which pump began charging; customer changed charging cable and wall adapter to non-tandem supplies to restore charging, reminded customer that insulin on board and maximum hourly bolus would reset to zero and continuous glucose monitoring sessions would need manual restart after shutdown, and advised customer to monitor pump and call back if issue persisted.